Event description:
A session report was received indicating that all values for this patient were within normal limits.

Event description:
The patient's mother reported that the patient was having increased seizures up to 2-3 seizures a week that caused him to knock his teeth out, and stated that he needed an urgent battery change. No surgical intervention has occurred to date. No additional information has been received to date.